Manufacturer narrative:
(B)(4). The lot #25159875 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 11/29/2021. An investigation was initiated on 12/06/2021. Signs of clinical use and evidence of blood was observed on the harvesting device as well as on the cannula. The harvesting device was returned inside the cannula. No shavings were returned for evaluation. There were no visual defects observed on the harvesting device or the cannula. The harvesting device was removed from the cannula with no physical or visual defects observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects observed. No shavings were observed. An engineer evaluation was conducted on 06/02/2022. The inner lumen of the cannula was opened and inspected. There were shavings observed on the inner lumen of the cannula. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "particulates; shavings" was confirmed.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, white plastic shavings/scrapings came off in tunnel when cautery was passed through cannula the first time. They got it out but didn't say how. Most likely used the hemopro jaws. No added incisions or time required. Finished case using same kit. Patient unaffected.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.